Event description:
In 2008, I was hospitalized at (B)(6) for surgery due to bladder prolapse. I also had a total hysterectomy. I was told by my doctor (B)(6) that I would be feeling better in no time. My first shocker was painful sex with my now ex-husband. When I tried to get back to my active lifestyle, working out and exercise, I experience severe pelvic pain. I have frequency infections, chronic pelvic pain, depression from weight gain and all around lost in the quality of my life. I am constantly in pain whether I am sitting, standing or laying down. My health is going downhill since the surgery and implant device. I called my dr to request it be removed and they would not do it; fearing it would cause worst damage. I am devastated and alone at (B)(6) old.